Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively replaced due to an advisory issued on this model device. It was noted the silicone protector of the distal set screw of the left ventricular channel was gone. The threshold measurements of the lv lead were high. Additional information was received stating the device was removed from the archives to test the bypass capacitors.